Event description:
It was reported that this right ventricular (rv) lead was partially explanted since a portion remains implanted due to it got fractured. After the surgery the patient experienced shortness of breath. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was partially explanted since a portion remains implanted due to it got fractured. After the surgery the patient experienced shortness of breath. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead returned in two segments - severed ~400mm from the terminal end. The cathode conductor coil extends to approx. 560mm, and the anode conductor coil extends to approx. 620mm. The second segment returned is a silicone tubing only measuring approx. 45mm. The conductors have been pulled to the point of fracture at the distal end. Blood/body fluid was noted in the lumens. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 212 mm from the terminal end at a bend location. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was partially explanted since a portion remains implanted due to it got fractured. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.